Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was alleged that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Follow-up #2: date of submission 03/14/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2017 with the following findings: the battery compartment was cracked. Unrelated to the original complaint, the pump case was cracked near the keypad cover and the audio bolus button cover was damaged, but the button was responsive during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.